Event description:
A trilogy evo ventilator was reported to have failed system leak verification testing. There was no patient involvement, and no harm or injury reported. During device testing by the customer at the customer site, the device was reported to have failed a test step during testing. The customer contacted philips remote support for the issue. The customer was informed that on-site bench repair was required. The remote repair has not yet been scheduled.